Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had high out of range pacing impedance values greater than 3000 ohms. The plan was to continue to monitor. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had high out of range pacing impedance values greater than 3000 ohms. The plan was to continue to monitor. No additional adverse patient effects were reported. Additional information was received that the pacemaker and another manufacturer right ventricular (rv) lead continued to have high out of range pacing impedances greater than 3000 ohms. Review of reports from last year show noise indicative minute ventilation (mv) sensor was oversensing the changes in impedance. They had already turned mv off and reprogrammed unipolar pace and bipolar sense configuration. The system remains in-service. No adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.